Manufacturer narrative:
Concomitant medical products: 6944-65 lead, 4068-52 lead, implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated impedance on both superior vena cava (svc) and rv coils. The rv lead was reprogrammed and remains in use. It was also reported that the right atrial (ra) lead exhibited low impedance. Reprogramming was performed. The ra lead remains in use. It was additionally reported that the left ventricular (lv) lead measured high impedance and exhibited high threshold with no capture and high output. Reprogramming was performed. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received a down-grade to a cardiac resynchronization therapy pacemaker (crt-p) system. The high voltage portion of the rv lead was capped and the pace sense remains in use. The lv lead was capped and replaced.